Event description:
A sensation balloon catheter was put in a couple of days ago at west hills hospital medical center. There apparently is a reported problem with the sheath. The physician assistant is reporting on behalf of the cardiac surgeon that there was a log of bleeding back through the sheath after the balloon insertion this required extra suturing and th surgeon is very concerned. When the data sheet was returned, it reported the following: the balloon was inserted and there was a steady backflow of blood through the balloon insertion site of sheath. The balloon was sutured in place and the bleeding continued. The balloon/sheath together were sutured to the skin to control bleeding.

Manufacturer narrative:
An underwater leak test was performed on the sheath and a leak was detected. The technician performed an inspection of the sheath and found that the wire seal portion of the valve was dislodged and found in the dead space of the hub. (B)(4).